Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was received by baxter. A visual inspection was performed with no issues noted. Leak, clear passage, and clamp function tests were performed with no issues noted. The set was run on a homechoice with no issues noted. The reported problem could not be confirmed via the sample evaluation.

Event description:
The customer contacted baxter's service center regarding an unknown alarm which occurred on the homechoice (hc) during use during the fifth cycle. The patient had since unplugged the hc and disconnected. The technical service representative (tsr) reviewed the alarm log and found that a system error 2240 (air in tubing) and a system error 2367 had occurred. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There were no open clamps on unused lines. Per the home patient (hp), there was moisture under the supply bag, however; the source of the leak was unknown. The patient did not have pets that could cause damaged to the supplies. The set was not being reused. There was no damaged noted to the overpouch or carton in which the supplies were delivered. The patient did use a sharp object to open the overpouch of the cassette and bags. The supplies had not been damaged by an outlet port clamp or assist device. The tsr advised the hp to let his registered nurse know about the alarm. The sample was requested for evaluation, but the cassette lot number was not available. Proper procedures were reviewed with the patient. The patient would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.